Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had display blanking in and out. No patient injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name).

Manufacturer narrative:
Updated: b4, e1 (event site email), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reseated the coiled cable connection on the monitor side. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.